Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator shut down without keypress activation there was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complained could not be confirmed. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator shut down without keypress activation there was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.